Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to a blood glucose level of 450 mg/dl. The customer was treated with intravenous insulin and saline and was discharged on 7/7/2025 with no permanent damage. Reportedly, the pump battery could not be charged. Reportedly, the customer reverted to manual injections for insulin therapy.